Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had keypad anomaly. The blood glucose level of the customer was unknown. The customer stated that keypad was unresponsive. The product will be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive act and up buttons due to corroded keypad traces.